Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. Despite several attempts at reprogramming the atrial sensitivity, the noise issue could not be eliminated. The physician elected to explant and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were oversensing noise and mode switch. As received, complete lead was returned in one piece. The reported event of oversensing noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event of oversensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.